Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer states the clinicians are experiencing confusion and alarm fatigue with the high-priority end of infusion alarms. Customer stated that alarms are being ignored due to an increased volume of alarms. The customer would like to have enhancement feature on high-priority alarms to be applied to high-risk infusions/medications. Another user mentioned the option when programming, to decide whether the end of infusion is a high or medium priority alarm. There was no information on patient involvement. Although requested, patient information was not provided.